Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify low battery alarm, battery out limit alarm due to blank display. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a blank display anomaly when they woke up. The patient's blood glucose at the time of incident was 20.5 mmol/l. There were no anomalies or damage noted during troubleshooting. The insulin pump will be returned for analysis.